Manufacturer narrative:
The reported event is confirmed as manufacturing related. Received four photos for evaluation. The first one shows a top view of a 3-way all silicone catheter and syringe. The second photo shows the deflated balloon and tip. The next two photos show the catheter's lot number and tray's label. Received 1 all silicone foley catheter with syringe. Visually inspected catheter, no physical defects present. Attempted to inflated balloon with 10 ml methylene blue solution with the returned syringe however upon inflation the blue solution entered into drainage arm indicating lumen to lumen leak. The returned sample does not meet specification. The root cause identified is: it was difficult to assure the positioning of the catheter due to vision was difficult. CAPA 8266921 was initiated to address the reported event. Risk review, labeling review, and DHR review are not required as CAPA 8266921 is applicable for this product lot number. However, a DHR was completed before confirming the event. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test sterile water leakage from the tip of foley catheter. It was noted that the given lot# was myjp4407.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test sterile water leakage from the tip of foley catheter. It was noted that the given lot # was myjp4407.